Manufacturer narrative:
Device eval: one used suspect device was returned for eval. Upon visual inspection the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found two similar complaints for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Eval method: device history record was reviewed, complaint data base was reviewed.

Event description:
The rotator on the stopcock broke during use. Injector settings: flow 1 ml/sec, volume 10 ml. No harm or injury was reported.